Event description:
It was reported that the monitored peep (positive end-expiratory pressure) value was higher than the set value on the ventilator. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned inspiratory pressure transducer printed circuit board (pcb) has been completed. The pcb was installed in a reference system for simulated use testing. The pressure sensor's zero offset was slowly drifting, causing drifting peep (positive end-expiratory pressure), as reported. The pressure sensor bridge was unbalanced, which affects the zero offset. The root cause of the unbalanced pressure sensor bridge has not been determined. The device logs confirms the reported issue, it occurred on (B)(6) 2017, date of event is updated accordingly. The offset drift may lead to low/high (peep) and high airway pressure. This will be detected during pre-use check and during ventilation by generated alarms.

Event description:
Manufacturer ref. #:(B)(4).